Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2008; d314trg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for unexpected longevity likely due to the chronic high pacing thresholds on the patient's left ventricular (lv) lead. The patient's system was downgraded to a pacemaker and the lv lead remains in use. No patient complications have been reported as a result of this event.